Event description:
It was reported that the aseptic battery housing part number 89-8521-470-40 lot number 5014925 had the battery housing lid snap off halfway during sawing. The holding pin for lid is visibly bend and part of casing is chipped. This event is related to a malfunction that could potentially lead to a sterility issue. No harm to patient. No additional surgery. No delay. No contributing condition. Surgical technique followed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Xseries aseptic battery housing, part number 89-8521-470-40, batc number 5014295, was returned for complaint investigation on the 21th february 2022. Visual and functional tests were performed. Upon receipt, it was confirmed that the lid was broken and the holding pin was bent. The device was not repairable and has been exchanged by a new one with batch number 5015642. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported.